Event description:
This is a report of peritonitis, diarrhea, and tenderness in a patient coincident with dianeal therapy for continuous ambulatory peritoneal dialysis (capd). Dianeal therapy was ongoing. The patient had diarrhea. The next day the patient had tenderness and was also diagnosed with peritonitis manifested by muddy effluent and fever. The patient was hospitalized for tenderness and peritonitis. The cause of the peritonitis was not reported. The patient was treated with cefazoline (250mg 4 times a day), tienam (200mg 4 times a day), and cipro bay (50mg 4 times a day) routes not reported. The patient was recovering from this peritonitis event.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Additional information received from a nurse: on an unreported date, three days after using antibiotics, the patient did not experience abdominal pain and fluid was transparent. The peritoneal effluent cell count was not performed again. The patient stopped treatment with antibiotics and was discharged from the hospital. The patient recovered from this peritonitis event.